Event description:
The meter would power off intermittently and pt was unable to exit the setup mode while attempting to test. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. No further info has been reported.